Event description:
It was reported that during a routine device check, the battery of this pacemaker appeared to be depleting earlier than expected. Threshold and impedance measurements were noted to be acceptable. A device change out procedure was being planned. This device was subsequently explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that during a routine device check, the battery of this pacemaker appeared to be depleting earlier than expected. Threshold and impedance measurements were noted to be acceptable. A device change out procedure was being planned. This device was subsequently explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.